Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right anterior tibial artery (ata). After a non bsc guidewire crossed the lesion, a 3mm x 40mm x 146cm coyote es balloon catheter was advanced to dilate the lesion. However, during first inflation at three atmospheres for five seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a 3mmx20mm nc coyote balloon catheter. No patient complications were reported and the patient 's status was stable.